Manufacturer narrative:
(B)(4). The evaluation included a review of the information provided by the customer, a review of (B)(4) instrument service history, review of complaint and trending data, review of the architect system operations manual and a review of the architect afp assay package insert. A review of complaint and trending data found no adverse trends or product issues related to the customer issue. Since field service replaced the architect tubing for a probe on wash zone 1, replaced a damaged trigger straw and cleaned wash zone 1 vacuum vessel, partial blockage in the drain valve for resolution, no additional complaints of this nature have been reported for architect (B)(4). The architect system operations manual, section 10 troubleshooting and diagnostics lists multiple probable causes and corrective actions for erratic assay results (I system). Also, the architect afp assay package insert states that high dose hook is a phenomenon whereby very high level specimens may read within the dynamic range of the assay. For the architect afp assay, no high dose hook effect was observed when samples containing up to 1,900,000 ng/ml of afp were assayed. No product deficiency was identified for the architect analyzer.

Event description:
The account generated falsely depressed architect afp results on a (B)(6) patient with unknown clinical condition. The patient has a large mass at the base of her spine/buttock area and is currently not receiving treatment. Additionally, the patient is having intestinal problems. The patient tested architect afp = 6 ng/ml which was inconsistent with previous afp results of 15,000 ng/ml. The sample was rerun with an architect afp = 48.7 ng/ml (neat) and architect afp = 17,590 ng/ml (1:1000 dilution). No incorrect results were reported outside of the laboratory. No impact to patient management was reported.